Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (compromised sterile packaging) and product code hwc.

Event description:
Stryker per (B) (4) - user related. It was reported that "the item was implanted during a routine total hip replacement. It was later discovered that the implant had expired in (B) (6) 2006. The surgeon was informed of the issue on the 19th of september."